Manufacturer narrative:
The device associated with this report was not returned, however the provided photograph of the device confirms the reported event of impactor breakage. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear. Based on product wear as the root cause, the need for corrective action is not warranted. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This investigation is ongoing. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# - (B)(4).

Event description:
The femoral impactor cracked in half. Nothing fell into patient. No delay in surgery. No adverse event reported.